Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 left ventricular assist system, serial number (B)(6), revealed tissue growth on the inflow cannula. A specific cause for the tissue growth could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 4.5¿ from the pump header. The distal portion of the pump cable was not returned. The modular cable was returned. The sealed outflow graft was secured to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Inspection of the inflow cannula revealed tissue adhered to the outer textured surface of the inflow cannula. The tissue had partially extended over the proximal edge of the inflow cannula and was well adhered to the inner textured surface of the lumen. Upon disassembly, visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Although no device malposition or flow issues were reported in association with this event, the IFU outlines considerations for pump placement and provides instructions on how to insert and orient the pump in the left ventricle as pump function may be compromised in the presence of inlet obstruction. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that evaluation of the returned revealed tissue growth on the inflow cannula.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.